Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, the patient's cgm was reading 140 mgdl and the patient's bg meter was reading high mgdl. The patient ¿fainted¿ and the patient¿s husband called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 680 mgdl and the cgm was still reading 140 mgdl. The patient was wearing a tandem insulin pump. The patient was transported to the hospital. The patient¿s spouse did not go with the patient in the ambulance, therefore, does not know what medication and/or treatment were provided to the patient during this event. On (B)(6) 2024, when the patient regained consciousness, the patient underwent a computed tomography (CT) scan while at the hospital. The patient was reported to be stable but still in the hospital at the time of report (patient had been in the hospital for three days up to this point). Attempts to follow-up with the patient/reporter for further event details and follow-up were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.